Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the twist clamp of the transfer set. The transfer set could not be closed. The transfer set was in use for about three months at the time of the reported event the transfer set clamp was rotated inwardly so that the two clamps were adjacent. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing performed which included leak testing, clear passage test, and clamp function test. Visual and functional testing on actual samples duplicated the reported issue, which was determined to have been caused by broken occluder feet. The reported condition was verified. The cause of the broken occlude feet was undetermined. Should additional relevant information become available, a supplemental report will be submitted.